Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. Synthes is unable to provide the date of manufacture without a lot number provided or returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
.